Event description:
The complaint was reported as: alleged issue: the client claims that the stapler is getting jammed. When they inspected the stapler, they observed bigger staples along with the normal size. No problems with the pt, whatsoever. No pt injury reported.

Manufacturer narrative:
Device history record (DHR) review did not show any issues related to this complaint. Device sample received by MFR, but investigation is still underway at the time of this report.